Manufacturer narrative:
(B)(4).

Event description:
A patient death was reported. The examiner¿s office was not certain of the exact symptoms or when they began, but there had been ongoing problems for a year including the patient being uncomfortable. Two days prior to the patient¿s death, the patient was experiencing uncomfortableness, and they were crying. The intrathecal dose was decreased, but then the patient became too agitated so they increased the intrathecal dose. They were concerned that the patient was getting either too much or not enough drug, and they wanted to rule out the drug infusion system as being related to the patient¿s death. The cause of death was unknown. On 8/14/2014 information was received from an hcp indicating that the patient had sedation like symptoms for a few months despite being on a low level of medication for a quadriplegic cerebral palsy patient. They had incrementally decreased the dose for a few months. The patient did have a gastrointestinal bleed along with nausea and vomiting since (B)(6), though the doctor did not believe this was device or therapy related. No cause of death was determined so far. The patient¿s hcp did a thorough review of the records and everything that was done in their office was done properly. They had no reason to suspect that anything they did contributed to the death. The doctor did not believe that the device or therapy was responsible or had a part to play in the death. The patient¿s family would not allow the pump to come back to medtronic as they wanted it independently analyzed. They believed that there was an issue with it or a component.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. As received, the pump reservoir had 15ml of fluid in it. The pump was running in simple continuous mode. Pump logs were gathered and no anomalies were seen. The septum was monitored and tested for leaking and no leaks were seen.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014. Analysis of catheter (B)(4) was previously completed on (B)(6) 2014 and analysis of catheter (B)(4) was previously completed on (B)(6) 2014; however, there was no alleged complaint with respect to either catheter until (B)(6) 2016, therefore, the analysis results were not reported at that time. Analysis of catheter (B)(4) revealed no significant anomaly and was returned in segments. Analysis of catheter (B)(4) also revealed no significant anomaly and was noted to have been returned in segments. Additionally, although the report in e8 by the attorney alleged that the manufacturer had analyzed a catheter and determined there to have been a blockage in a catheter that would have led to less than therapeutic dose of the medication, the analysis results by the manufacturer did not conclude that allegation. However, it was reported that the medical examiner indicated that initial patency testing of the synchromed ii device found the distal catheter to be occluded. Therefore, although the manufacturer's analysis did not conclude that there was an occlusion with respect to a catheter, it could not be ruled out as the catheters were each returned in segments. (B)(4).

Event description:
Additional information received reported that the patient was diagnosed with congenital severe cerebral palsy with spastic quadriplegia. An alleged manufacturing defect related to the synchromed ii device was alleged to have resulted in personal injury/harm and wrongful death. The patient was alleged to have suffered severe and permanent injuries, hospitalization, and death as a foreseeable, direct and proximate result of defects in the synchromed ii programmable implantable infusion pump system for intrathecal drug delivery implanted in their abdomen. A synchromed ii device was implanted to deliver a programmed amount of baclofen medication into their spine to reduce or eliminate the need for oral medications to control/reduce their muscle spasticity associated with their condition. Shortly after implant, the spasticity temporarily improved. However, on an unspecified date in 2012, the efficacy of the synchromed ii device decreased due to the failure of medication delivery to the treatment site and return and exacerbation of spasticity problems. Pump examination revealed the pump failed to retrieve cerebrospinal fluid (csf) from the catheter port and catheter breakage at the spinal entry site of the catheter, just outside of the intrathecal entry site, which showed a 6 cm gap. The malfunctioning device prevented delivery of baclofen medication to the treatment site. The records revealed that the synchromed ii device malfunctioned due to intrathecal catheter disconnection and catheter fracture. On (B)(6) 2012, the patient underwent surgery for removal of the existing implanted defective intrathecal catheter and replacement with another catheter. In (B)(6) 2014, the patient experienced intermittent episodes of lethargy, decreased responsiveness, and increased sedation upon awakening in the mornings. It was further reported that the patient would wake in a pool of vomit, their eyes dilated, increasing frequent nausea and vomiting, and they "seemed off;" it was noted that the patient's medical providers engaged the help of several specialists to identify the cause, but ruled out all other causes except device malfunction. It was further alleged that, though not recognized as such, the symptoms indicated their synchromed ii device was malfunctioning by overdosing the amount of medication delivered to the patient. For the next several months, the patient suffered greatly due to the undiagnosed cycle of overinfusion of baclofen, followed by increased irritation, discomfort and painful spasticity caused by baclofen withdrawal. The patient's weight went from (B)(6) due to their agitated state. On (B)(6) 2014, the patient's pump was refilled. While at the refill, the patient became very agitated and then lethargic. It was decided that the patient was receiving too much baclofen and the delivery rate was reduced 20% to help with the lethargy and overdose symptoms. It was alleged that overinfusion of the synchromed ii device resulted in harm to the patient. On (B)(6) 2014, the patient's pump was increased by 10% due to return of symptoms. On (B)(6) 2014, the patient was sent to the emergency department for increased complaints of tightness and pain, teeth grinding, high-pitched screaming, and extreme discomfort and the pump dosage was adjusted upwards. The patient started to improve, with no more teeth grinding or discomfort, and was discharged. That evening, according to the patient's mother, the patient was doing better, but would not eat. The patient's breathing was noted to have been labored by the patient's mother while they were being dressed for bed and the mother sat with the patient until they fell asleep. The mother intended to visit the physician the following morning to check on medication adjustments and affected symptoms. On the morning of (B)(6) 2014, the patient was found unresponsive in bed, the paramedics were called, and cardiopulmonary resuscitation (CPR) was initiated. The patient was never resuscitated and was pronounced dead at their home. An autopsy performed on (B)(6) 2014 by the medical examiner indicated that the levels of baclofen in the patient's system were lower than expected and that initial patency testing of the synchromed ii device found the distal catheter to be occluded. The cause of death was pronounced by the medical examiner (me) from bowel ischemia related to intrathecal baclofen therapy withdrawal (previously reported as acute mesenteric ischemia and small bowel necrosis due to cerebral palsy and intrathecal baclofen therapy withdrawal). It was further alleged that the manufacturer analyzed the catheter and there was determined to have been a blockage in the catheter that would have led to less than therapeutic dose of the medication. It was further alleged that the continuous malfunctions and defects in the patient's synchromed ii device resulted in severe pain, tightness, rigidity, lack of mobility, and ultimately the patient's death and rendered the device inefficacious, which led to the patient not receiving the appropriate programmed dose of baclofen; the device allegedly failed to deliver the prescribed medication as programmed. The defects were alleged to have resulted in intermittent delivery of the medication, medication "dumps" delivering too much medication to cause her lethargy, or complete failure to deliver medication, causing severe damages and injury to the patient, required revision and removal surgeries, and ultimately their death. It was also alleged that the synchromed ii device implanted in the patient was unreasonably dangerous, unfit/unsafe for ordinary use, was adulterated and misbranded because it was manufactured and/or packaged and/or labeled in deviation/out of specification for manufacturing specifications and in accordance with regulations and did not perform in accordance within approved specifications and was therefore not safe or effective for the intended use. It was also alleged that the two failed, non-conforming/manufactured outside of specifications, adulterated, misbranded, defective intrathecal catheters were broken, fractured, occluded, and not fit for ordinary use/use in the manner ordinarily contemplated and failed to deliver medication to the patient's treatment site as programmed by their physician. (B)(4).

Event description:
Additional information received reported, the patient had intermittent sedation and pupillary changes which started after a 5% pump increase. A side port aspiration was performed and the pump was decreased 5%. The patient was also diagnosed with mononucleose and was seen by neurology. The patient was still with intermittent lethargy and they were planning further neurological evaluation. The lethargy was not clearly related to the pump. It was noted that ¿workup¿ was negative for the pump. The decrease in the pump was with no significant difference to the sedateness, and the patient was referred to neurology with no findings on the electro encephalogram (eeg) or computed tomography (CT).

Event description:
Additional information received from a consumer reported the patient died as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed.

Event description:
Additional information reported, the cause of death was acute mesenteric ischemia, small bowel necrosis due to cerebral palsy and intrathecal baclofen therapy withdrawal. There were signs of withdrawal.

Event description:
It was reported that for approximately two months, the patient was vomiting or having the dry heaves, and was unresponsive off and on, once or twice a week. The reporter had been in contact with the patient¿s health care provider (hcp), and they reportedly told the reporter nothing was wrong. The reporter brought the patient back to the hcp on (B)(6) 2014 because the patient was ¿totally out of it again¿, and the drug was decreased. The patient¿s hcp stated it was like they were not overdosed, but like they were out of it, or drugged and out of it. The hcp obtained blood and stool samples, which were noted to be normal. Then the patient had a pump refill on (B)(6) 2014, and it was noted the patient was ¿fine¿ until the morning of the report when the reporter went to wake the patient. The reporter thought something was not right, reported an overdose and that the patient was not doing well. The reporter was redirected to the patient¿s hcp. The pump system was being used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient died as a result of a defective ¿pain pump system¿s failure to deliver medications as prescribed¿. The ¿defective¿ device system had reportedly caused the patient and their family, personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device. No further new information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4).